Event description:
There was an allegation of questionable creatinine jaffé gen. 2 results for 1 patient sample on a cobas 8000 c 502 module. The initial result was 1.9 mg/dl the sample was repeated on another analyzer and the result was 5.81 mg/dl. The sample was repeated on the same analyzer as the initial result and the result was 5.80 mg/dl. The results were reported outside the laboratory and corrected reports were issued. The sample was repeated due to other results having data flags and the initial value did not match the patient's history. The repeated results were believed to be correct.

Manufacturer narrative:
The reagent lot number is 778971. The expiration date was not provided. The sample probe was replaced by the customer. The field service representative changed the water level in the reaction cells and overflow. He flushed out the solenoid valves, ensured the water level inside the cells was consistent, and performed checks with acceptable results. He also found water on top of and around the reaction cells. He replaced the broken vacuum tubing and the spring holder of the nozzle. He reseated all the rinse tubings. Qc was acceptable and the instrument's operation was found to be acceptable. The investigation is ongoing.

Manufacturer narrative:
The calibration was last performed on 05-aug-2024 and was acceptable. Qc recovery was within range. There was no indication of a performance issue with the reagent. The sample was a plasma sample. The alarm trace did not show any abnormality. The root cause was due to fluidics (component failure). The service actions (flushing out the solenoid valves, ensuring the water level inside the cells was consistent, replacing the broken vacuum tubing and the spring holder of the nozzle, and reseating all the rinse tubings) resolved the issue. No further issues were reported afterward.